Event description:
It was reported the intraocular lens (iol) was partially inserted and had to be removed and replaced with a back up lens due to broken haptic. The replacement lens is the same model and diopter. No further information is available.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was partially inserted and removed/replaced during the same procedure. Section d6(b): if explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) has not returned for evaluation. Therefore; failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 15-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received cut. One haptic was completely detached, the other haptic had a detached portion. The part of the haptic still attached to the lens was bent. The lens was cleaned, and no further issues were observed. The complaint issue reported could not be confirmed and no product deficiency could be identified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.